Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: on testing, the "up", "down" and "ok" buttons were under responsive. Investigation duplicated the complaint. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Moisture corrosion was found on the keypad flex cable, the keypad connector and other locations of the printed circuit board and there was visible moisture in the display. Leak test failed due to leak from keypad. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.